Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a quick bolus was accidentally delivered. Reportedly, the pump was in a case, and the case may have been pressing on the wake button while the customer was sitting down. There was no impact to customer's blood glucose level.